Manufacturer narrative:
No device or photos were received; therefore the condition of the components is unknown. Device history records cannot be reviewed since the part and lot number is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definite root cause cannot be determined with the information provided.

Manufacturer narrative:
This follow up report is being filed to relay additional information.

Event description:
Patient was revised approximately 4 years post-implantation due to pain, swelling, fluid in the joint, and elevated metal ion levels.

Manufacturer narrative:
The femoral head was returned for investigation. Dimensional analysis determined the device conformed to print specifications where measured. No stem or photos of the device were received; therefore the condition of the stem is unknown. Device history record review identified no deviations or anomalies in the manufacturing process for the reported devices. The reported devices was used for treatment. The devices were used in an approved and compatible combination. Review of complaint history identified no previous complaints for the part and lot combinations of the reported head and stem. With the information provided a specific cause for the taper corrosion could not be determined with certainty. The device history records for the hip-ver-imp-hed-ccr-12t, lot \#61957489, were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Dimensions taken are within spec as documented on attached print. See attached sem analysis. Item exhibits black debris inside taper.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It was reported the patient is experiencing pain, swelling, fluid around the implant and elevated ion levels.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that the patient's left hip was revised approximately 4 years post implantation due to adverse local tissue reaction secondary to tribocorrosion. The head and liner were revised. The capsule was eroded from inside out, a pseudocapsular formation posteriorly which contained fluid was noted. Corrosion was noted inside the head and stain in the femoral neck.